Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh. Later patient experienced physical injuries, pain, disfigurement, physical impairment, psychological injury, and progression of existing conditions.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.